Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. A surgery was performed to remove the implant. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 10/26/2020, that a sign im nail implanted to repair a fracture had to be removed due to infection. Surgeon comment: " we prescribed the patient cefuroxime and linezolid as par the microbiological report ( causative organism was identified as mrsa). We removed the intramedullary nail using the sign nail- extrator tools. Afterwards we thoroughly reamed the medullary canal, carefully removed every bit of debris and provided thorough surgical toileting with copious amounts of saline along with tension-less closure of the nail and screw entry-sites by nonabsorbable sutures. Lastly, we gave rest to the limb with the help of a plaster backslab. This operation was actually a nail removal procedure. (At follow-up) the skin condition of the patient is now completely healthy and overall the patient is quite well and happy. "